Event description:
It was reported that the user experienced repeated pairing failures between the ilet pump and a dexcom g7 continuous glucose monitor (cgm) sensor, with intermittent communication behavior noted; troubleshooting included advising toggling the sensor and reattempt pairing, which was completed without alerts or alarms. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user, analysis of information provided by the user, and review of interoperability behavior. Investigation of this case revealed an interoperability-related intermittent communication failure involving the antenna/electrical-magnetic communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.